Manufacturer narrative:
Review of the instrument image showed very little or no anti-a or anti-b reagent was dispensed in row 1 of the plate, which contained the patient sample. The remaining 11 rows of the plate all appeared to have the correct amount of reagent dispensed into them. On investigation, the plunger clamps on both diluter pumps were not secure. The pumps were returned to the manufacturer for service.

Event description:
The customer reported an abo discrepancy on the galileo.